Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the customer answered "yes" to dimmed led segments where numbers were not clearly displayed on lcd. There was no reported patient impact.